Event description:
It was reported that pump experienced malfunction alarm with malfunction code 13, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.